Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under the lifevest equipment. The patient¿s physician prescribed fluconazole 150 mg once a week for the fungal infection. Follow up indicated that the infection improved.